Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump; however, the issue persisted, and it was decided that a replacement pump would be provided. The customer confirmed they would use mdi as backup therapy and was instructed on returning the faulty pump to tandem.